Manufacturer narrative:
(B)(4). Foreign: (B)(6). Shin wc, moon nh, jeon sb, suh kt, comparison of surgical outcomes between standard and elevated-rim highly cross-linked polyethylene acetabular liners in primary total hip arthroplasty with minimum 15- year follow-up: single center, retrospective cohort study, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.026. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02578, 0001825034-2020-02580, 0001825034-2020-02581.

Event description:
It was reported in a journal article that the patient underwent a revision procedure due to periprosthetic joint infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h6, h10. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.